Event description:
It was reported the pt (B)(6) was no longer feeling stimulation. It was determined the pt's scs lead had migrated. Reprogramming was attempted to no avail. Surgical intervention will be undertaken at a later date to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.